Event description:
It was reported that dressing peeled off the skin while removing it.

Manufacturer narrative:
The related complaint product was not returned for evaluation. Please see below the results of our investigation: we have now concluded our investigation for the complaint received. It was confirmed that the patient had an allergic reaction to the dressing adhesive. The patient indicated that she is doing fine, there were no other adverse effects, and no additional follow-up will be done. Therefore based on this information, no further clinical assessment is warranted. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. The retained samples were tested and the results for adhesion to steel were met. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. There have been no changes to the manufacturing processes or materials used. It can be confirmed that at the point of release, all products are inspected and pass the inspection and batch production records are reviewed and confirmed without adverse issues. Therefore, it can be confirmed that product inspection meets the requirements. Therefore no corrective action is deemed necessary at this time but the issue will be monitored going forward. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.